Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter called. Reporter is not using affected meter. Reporter was unable to recall which error message he rec'd on his meter.